Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for fluctuating high and low blood glucose of 20 mg/dl to 600 mg/dl. Customer indicated that they treated with a glucagon shot. Customer indicated that assistance was needed with replacement serters and that was the reason for his call. Customer was advised that serters would be sent and customer declined further troubleshooting.